Event description:
A terminally ill pt was on morphine therapy. During routine dressing change, the needle part that belongs in the subcutaneous tissue was missing. The broken part could not be palpated around the catheter site. The dr decided not to perform x-rays due to the pt's condition.